Event description:
The user facility reported that while approaching a coronary, in-stent restenosis, in the left main, the 180 cm length runthrough hypercoat became caught/jailed behind the stent strut as the wire was advanced; subsequently the wire separated approximately 10cm from the distal tip of the wire. The remainder of the proximal aspect of the wire was removed; however, the distal segment of the wire remains lodged behind the stent strut and left main vessel wall. Additionally, the remaining proximal segment of the wire is circling the opposing, contralateral aortic root. A snare was used to snare the wire and retrieve without success. The patient was turned down for surgery. Another attempt to retrieve the wire may be made on a later date. Blood loss was less than 250 cc. The patient's condition was stable. Calcified vasculature, previous by-pass patient, left main in-stent restenosis. The procedure outcome was unsatisfactory. Additional information was received on 09sep2019. The procedure to remove the wire was performed on (B)(6) 2019, with partial retrieval of the spring coil segment of the wire. The remaining distal segment of the wire would not release from the stent strut. The attending physician chose to stent over and oppose the wire up against the wall of the left main segment of the artery.